Event description:
It has been reported to philips that during diagnostic procedure the wifi indicator on the wireless footswitch was flashing red. The procedure was completed using the wired footswitch. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips service engineer inspected the system onsite and replaced the wireless footswitch with a new wired footswitch due to the wireless footswitches and base stations being unavailable for replacement. There are two generations of wireless footswitches. The newest generation has a software bug which can cause loss of wireless connection, and philips initiated medical device correction z-0476-2022/field safety corrective action (2021-igt-bst-020) for this generation. This complaint is related to the previous generation of the wireless footswitch which is not affected by the software bug. Philips has attempted to obtain patient information, but the customer was unable to provide this. Updated codes based on investigation.